Manufacturer narrative:
A MDR decision tree for complaint reporting was reviewed and the device complaint is considered to be reportable. The malfunction was found during the procedure. The device was returned for eval. We were not able to confirm the failure: the safety balloon was functionally acceptable. Therefore, no problem found. The root cause of the incident is possibly from pt anatomy (condition of the artery) and overinflation of the ica balloon. Safety balloon deploys based on the pressure in the internal carotid artery (ica) balloon, and not on the diameter of the ica balloon. We have not seen similar complaints before. It is an isolated incident. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. A 100% inflation test/inspection was conducted for this lot before release to shipping. Please note that there was no pt injury happened.

Event description:
The surgeon stated that the internal carotid artery (ica) balloon over inflated and damaged the internal carotid artery during the cea procedure. The physician stated that the safety balloon was unsheathed when the incident happened, thereby indicating that the safety balloon did not deploy properly when the ica balloon met resistance upon inflation in the ica. This allowed the ica balloon to overinflate and damaged the artery. The physician admitted that he uses on a routine basis the inflated safety balloon as an indicator when to stop inflating the ica balloon. This may cause overinflation of the ica balloon. IFU stated that the external safety balloon should not be inflated. Pt had carotid stenosis as a precondition. This precondition blockage was removed during procedure, and the vessel repaired. Pt was not injured.